Event description:
Adhesion; I was at work lifting heavy boxes. My job sent me to hospital, (B)(6) hospital in (B)(6) where I learned that I have an inguinal hernia and I needed immediate surgery . Dr. (B)(6) who runs the clinic (B)(6), cut my abdominal area, put hernia mesh inside my pelvic area where I was given 10 to 15 staples on me. At my first check up, I told him I feel numb in my pelvic area. He said it will go away, it never did. I had 3 partial ovaries removed, bowel obstruction. Gastrointestinal vomit with old food coming out of my nostrils adhesions, suicidal depression, urine infections, vaginal infection. I was on the verge of having a permanent colostomy, appendix was hemorrhaging, multiple sclerosis, cramp, spastic colon, hysterectomy; now the dr (B)(6) office refuse to tell me who manufactured the hernia mesh he put in me. My life has been destroyed and I was not able to have children. How am I supposed to know the manufacturers; 1989. FDA safety report ID# (B)(4).